Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (1000 mcg/ml, 85.06 mcg/day) and bupivacaine (10.0 mg/ml, 4.726 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient was in the hospital for 3 days because of a new hip pain he was experiencing. The pump was recently refilled. The patient wanted to know what the error message he was seeing (8503) meant; it was working as designed and the inquiry was resolved. The patient would be able to get a bolus again on "wednesday." He was popping pills because he could not get a bolus and he needed his boluses. He would follow up with a healthcare professional. The patient could have 6 boluses a day and 1 every 4 hours. No further complications were reported.